Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer's brother reported via phone call, the insulin pump wasn't working, it had turned off. Customer was contacted and customer stated the device had alarmed battery out limit and he was unable to clear the alarm, none of the buttons were responding. Customer's blood glucose was 311 mg/dl. Troubleshooting for frozen display and it was determined the device wasn't frozen as customer saw the time change on the device. Troubleshooting for keypad anomaly was than performed. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected battery out limit alarm or frozen display anomaly was noted. The pump passed the self test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratched on the lcd window.